Event description:
Device malfunction: filter/sds entanglement. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, an emboshield filter was successfully positioned in the carotid artery. An xact stent did not cross the lesion and was removed and a non-abbott stent was implanted in the carotid lesion. During removal of the non-abbott stent delivery system (sds), the sds catheter became stuck on the emboshield and the two devices could not be disentangled. The emboshield had not moved prior to the entanglement. The guide catheter was advanced further up and the entangled sds and filter were removed as a single unit through the guide catheter. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Act 1 study event. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant information.